Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during the investigation, the battery compartment was found to be cracked on the side from the threads traveling down toward the case seal. The battery cap was not returned with the pump. Unrelated to the original complaint, the audio bolus button cover was damaged but still responsive during the investigation. The bolus button cover was removed and there was no moisture or contamination found inside the bolus button compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.